Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Device was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. No significant events leading to the keypad issue. Blood glucose value was 150 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.